Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The needle pulled off of the suture after the first stitch. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Representative samples were returned for evaluation. They were visually and functionally examined for strength and they met requirements.

Manufacturer narrative:
(B)(4).conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of eight medwatches being submitted as eight devices were involved in this event. See medwatch 2210968-2012-00277 - medwatch 2210968-2012-00284. The same patient is represented in each medwatch.